Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer overrode the recommended bolus amount and accidentally stacked insulin. The customer acknowledged the user error. Additionally, when attempting to enter calibrations into the pump, the customer accidentally entered a bg value of 22 instead of the intended value of 222 (mg/dl). The customer verified a bg level of 22 mg/dl was not being experienced. Soda was consumed to treat low bg level.